Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found.

Event description:
It was reported that the patient developed bacteremia. Culture was taken from device pocket and patient received antibiotic treatment. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID a4dr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; product ID 5076-52, implantable pacing lead, implanted: (B)(6) 2013.(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.